Event description:
It was reported that the chamber connection was leaking. No patient injury reported.

Event description:
It was reported that the chamber connection was leaking. No patient injury reported.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four units were received for evaluation the complainant's returned units were visually inspected; no damage or workmanship defects were seen. The units were submitted to functional testing. Leakage was observed at the drip chamber. The complaint was confirmed. The root cause was a lack of a robust and repeatable adhesive dispensing method as the adhesive application relies on the operator?s ability to achieve the desired 1/8 inch dipping depth. To improve consistency and meet process requirements, the manual process was stopped. An automated solvent dispenser was added as a process improvement. Updated device manufacture and expiration dates (h4, d4).